Event description:
During a robotic hysterectomy, the vessel sealer arm was inserted into the patient. The arm did not open and could not be used. The arm was removed and replaced with another vessel sealer that functioned properly. The malfunctioning arm was isolated and given to manager.